Manufacturer narrative:
The insulin pump was received with cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot. The pump passed displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. (B)(4).

Event description:
The customer reported via phone call of high and low blood glucose readings and a prime fill anomaly from the insulin pump. The customer stated that the insulin continued to drip after letting go of the act button during the prime process. The customer stated that the drive support cap is indented. The customer will be sent a replacement pump.